Event description:
The customer contacted stryker to report that their device displayed "abnormal energy delivered" message and an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. In this state, the wrong defibrillation therapy may be delivered, if needed. The customer also observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcba to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcba and a shorted transistor, designator q8, in the biphasic energy delivery circuit was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device displayed "abnormal energy delivered" message and an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. In this state, the wrong defibrillation therapy may be delivered, if needed.the customer also observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.